Manufacturer narrative:
Based on a review of this device, the product is not reportable under FDA cfr part 803. This device, or similar device, is not manufactured, marketed, or distributed in the united states. No report needed to be filed.

Event description:
It was reported that during the course of a procedure, the sonopet s201c tip cover was melted and deformed. This was the initial use of the device. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event a melted tip cover was confirmed through visual inspection. Melting of the tip cover is due to the tip and tip cover coming into contact and causing frictional heat. The cause for contact could not be determined. Per the instructions for use: to prepare the handpiece. Warnings: make sure the handpiece tip and tip cover are assembled correctly. Always inspect the ultrasonic tip and tip cover before, during, and after use. Do not use if damage is apparent. Remove and replace as required. To operate the handpiece during surgery. Warnings: applied part may generate heat. Use care to avoid tissue damage due to unintended contact. Always provide adequate irrigation to the tip. Do not apply excessive force or side loading on the ultrasonic tip or tip cover during handpiece operation. Failure to comply may cause the handpiece and/or ultrasonic tip and tip cover to overheat. This is not a repairable device; therefore, it was returned to the user facility without repair following evaluation.

Event description:
It was reported that during the course of a procedure, the sonopet s201c tip cover was melted and deformed. This was the initial use of the device. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Event description:
It was reported that during the course of a procedure, the sonopet s201c tip cover was melted and deformed. This was the initial use of the device. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully.